Event description:
It was reported that the user was unable to lock multiple infusion set connectors from the same lot into place during a supply change, requiring use of a different connector; replacements were shipped and troubleshooting and education were completed. Symptoms included no reported adverse clinical effects, alerts, or alarms. Outcomes included replacement supplies shipped and successful continuation with an alternate connector. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected connector fitment or locking issue associated with the reported lot. It was concluded that the event involved a device component malfunction of the connector with no patient harm.